Manufacturer narrative:
The complaint sample was evaluated, but the reported seating issue could not be confirmed. The returned articular surface exhibits damage to the dovetail feature, which is both flared out and compressed and the distal surface exhibits damage in various areas. Compatibility of the articular surface and tibial plate we confirmed. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Damage to the dovetail feature can occur if the articular surface is not correctly placed and oriented before pushing it into the tibial plate using the inserter instrument. Detailed instructions for inserting the articular surface are provided in the zimmer® mis multiple-reference 4 in 1 femoral instrumentation surgical technique and guidance document. The reported complaint alleges that the surgical technique was followed; however, the dovetail compression identified during the evaluation of the returned product indicates that the articular surface was not properly aligned being pushed in with the inserter. The root cause is related to the surgical technique. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products- nexgen stemmed precoat tibial component size 4 catalog #: 00598003702 lot #: 64103308. Foreign source: (B)(6). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the articular surface component could not be seated in the tibial tray during knee arthroplasty. A 12mm articular surface was used to complete the procedure. No adverse events were reported as a result of this malfunction.